Event description:
It was reported by the rep the device was used during a thoracoscopy. It was reported after the device was fired and removed from the lung, the tissue tore and the staples were separated. The pt required a thoracotomy instead of a thoracoscopy.